Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 697 mg/dl. The customer was also having difficulty breathing. The customer stated that the insulin pump had been exposed to a full body scanner at the airport. Troubleshooting was performed, and the insulin pump passed the displacement test. However, advised that the insulin pump would be replaced due to being exposed to the scanner. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed the displacement test. Unable to complete functional tests including basic occlusion, occlusion, prime and excessive no delivery alarm test due to prime anomaly. Cracked reservoir tube noted during visual inspection. Motor was tested outside the device and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.